Manufacturer narrative:
The investigation revealed a reported cohere tlif-a cage was broken after impact to patient, and inserter is normal function with another cage. No spacer or no photographs of the device were provided for review. Additionally, no radiographs or operative notes were provided for review of usage/technique. Based on the information available, the complaint was unable to be verified, and the cause of the reported event was unable to be determined conclusively. However, possible off-angled excessive force applied during impaction, in-situ twisting, as well as overtightening of the implant on the inserter may have caused or contributed to the reported breakage. A labeling review was completed. A DHR for lot n349610 was unable to be located and therefore a DHR review was unable to be completed. A risk review was completed. Review of the associated risk for cohere tlif-a product family determined that the hazards associated with the reported event were previously addressed and mitigated and the severity of possible effects do not exceed those estimated in the risk documentation. The severity and rate of occurrence documented in this reported event do not exceed the post-mitigated severity and failure mode probability estimated in the risk management file. Following review, no new risks were identified. No adverse trend was identified, and the complaint does not justify the need for new or additional risk evaluation.

Event description:
The cage is broken after impact to the patient, and the inserter is able to function normally with another cage. No adverse effect to patient.

Event description:
It was reported that a cohere cage was broken intraoperatively, it was removed and replaced. This event occurred in hong kong.

Manufacturer narrative:
The device has not returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.